Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was pt rep reported that patient's implant had turned itself off twice. The first time was either in 2021 or 2022 and the second time was just (B)(6) 2022. Pt rep said they didn't know the cause of the implant turning off and this time they had the 37642 patient programmer in a drawer with the aaa batteries removed so there was no way that the patient programmer had turned off the implant. Patient services (pss) reviewed how rechargeable implant batteries can deplete and if that happens the therapy can turn off, patient rep said patient kept their implant charged so they don't think that's what had happened. Patient rep said neurologist told patient rep to call to order the patient the handset/communicator because it would be easier for the neurologist to troubleshoot over the phone if needed with the patient if they had a handset. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed that handset would be ordered through healthcare provider (hcp). Pt rep understood and said patient has appointment in (B)(6) 2022 and they would ask the hcp to order pt handset. Pss reviewed if hcp needs any assistance they can call tech services(ts). No symptoms reported.

Event description:
Additional information was received from a consumer report that the ins went off yesterday also. They had to use the programmer to turn the ins on. They stated the patient charges every day and yesterday the patient charged the ins to 100%. It is unknown what charge level was before charging the ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.